Manufacturer narrative:
Ous MDR - upon receipt, the pacemaker was subjected to a visual inspection, revealing scratches on the pacemaker housing. The mechanical inspection of the connector system showed no deviation from the specification that might explain any malfunction. All dimensions of the header bore were within the range requested by the is-1 standard specifications. The set screw was effectively contacting the connector pin. The set screw could be easily screwed in and out. Also, the spring element for the electrical contact between the lead connector and the pacemaker channel did not show deviations. Upon incoming inspection, the pacemaker stimulated with the following parameters: vvi-mode / 40 ppm / 2.5 v / 0.4 ms / unipolar. The lead check was activated. The sensitivity was programmed to 4.5 mv. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional. Additionally, the pacemaker was subjected to a long-term pacing tests. The pacing test confirmed a permanent pacing of the device. The analysis of the returned documentation showed that the lead impedance decreased starting in (B)(6) 2010. The impedance trend short confirmed a decreased lead impedance down to approximately 200-300 ohm. The real-time ecgs including the marker channel showed that the pacemaker inhibited pacing due to sensed events. The provocative testing showed that the oversensing was reduced after increasing the sensitivity from 2.5 mv to 4.5 mv.

Event description:
Ous MDR - after an implant duration of approximately 44 months, syncopes were reported. The pt was admitted to the hospital where oversensing was documented.